Event description:
First medtronic spinal cord stimulator leads failing so plans were made to replace the old one. New medtronic charging system replaced outpatient on (B)(6) 2016 at (B)(6). Provided good coverage and pain relief. Final post op dx. Dehiscence and infection at surgical site requiring emergency inpatient surgery to remove system. Remained inpatient 5 days with surgical site left open and packed with gauze. Surgery to close wound without the option of ever having a spinal cord stimulator. Thoracic area of site causing extreme pain as well as groin, legs, feet and neck. I faced on disability, (B)(6), permanently disabled. Had a well paying, highly successful career as research nurse, rnc-ob, msn, ccrp. Now I am in extreme pain 24/7 and collecting (B)(6).